Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased thresholds one day post implant. A chest x-ray was performed and the lead appeared to have lost slack. The pocket was reopened and the lead was explanted. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.